Event description:
It was reported that the device had reached elective replacement indicator (eri) early due to high atrial lead threshold. Review of fluoroscopy showed the lead was pulled back. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: sedr01, implantable pulse generator (ipg), implanted: (B)(6) 2010; 5076, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).